Manufacturer narrative:
Because failure of the auto-reverse function has lead to file separation in the past, which could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the issue would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Evaluation found that the asr function is working as intended; the problem is related to the asr led of the keyboard that doesn't switch on.

Event description:
In this event it was reported that an e3 motor failed to auto-reverse; no injury resulted.